Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cables at the proximal end. The grip cables were broken at both tall and short inputs inside the housing at the proximal end. Further inspection found no abnormally sharp or damaged components that could have contributed to the broken grip cables. The complaint regarding jaws did not clamp closed and hold was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the large hem-o-lok clip applier instrument would not clamp and hold. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.